Manufacturer narrative:
Other applicable components are: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v011860, implanted: (B)(6) 2007, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v020688, product type: lead. Product ID: 3998, lot# v020688, implanted: (B)(6) 2007, product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient had a battery replacement. The patient stated that the leads are 10 years old and the rep cannot get stimulation on the right 4 electrodes of the specific paddle. The impedance check indicated > 10,000 ohms. The prior battery was dead for over 6 months so the prior configurations couldn't be checked. The patient has stimulation in the right leg, low back, and some left leg, but wants more leg coverage. The rep reprogrammed and ran an impedance check. The rep had the same results of 4 electrodes over 10 ,000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.